Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment refuted the type 1b endoleak, a type 3b endoleak was the only endoleak observed. Additionally the clinical evaluation identified the repair of a non-endologix snorkel stent and a coiling of the left hypogastric. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type 3b endoleak was most likely related to the concomitant use of a non-endologix product due to an off label iliac anatomy (intentional user error). There was an intra-operative type ia endoleak during the secondary procedure that was successfully treated with another suprarenal cuff. There were no other procedure-related issues or harms as well as no cautionary product use conditions. Devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
CT: (B)(6) 2014, (B)(6) 2015, (B)(6) 2016.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014 a patient with an abdominal aortic aneurysm was treated with an afx system. The patient returned for a follow up CT approximately 3 years post-op on (B)(6) 2017 which revealed a type 1b endoleak between the afx iliac limb and viabahn graft on the left side. Patient returned for a reintervention to reline the graft on (B)(6) 2017. Type 1b endoleak has been resolved and patient is doing well. As of the date of this report, there have been no additional patient sequelae reported.